Manufacturer narrative:
The following functional tests were performed: the rse had the customer check cables at the receiver side. It was determined that the speaker was defective. Results of functional testing indicate no sound was coming from the speaker. Based on the information available and the testing conducted, the cause of the reported problem was a defective external speaker. The reported problem was confirmed. The customer requested to perform the repair on their own and was provided a replacement speaker to resolve the issue. The customer confirmed with the fse that the device was operational after repairs were completed; therefore, onsite service was canceled.

Event description:
This report is based on information provided by the philips remote service engineer (rse) and philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the patient information center ix, software version c.03.0, indicating that the speaker was out, and they were missing important alerts. The device was in use on patient at time of event, there was no adverse event reported.